Manufacturer narrative:
System analysis/field service repair on (B)(6) 2016: upon inspection, the system was found to have a water line leak, which allowed water to leak into the "ac" unit, resulting in a blown capacitor. The water line leak was repaired and the vsb (voltage select board) was replaced. The system was tested and verified to specification.

Event description:
It was reported that "a puff of smoke was seen at the back of the laser system at the end of the case." Reportedly, there was no error code visible. There was no patient or staff injury reported.